Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred because the lock did not work due to faulty lock lever of the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the video system center's camera input had a worn out lock latch that did not lock the paddle in place. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.